Event description:
The patient reported experiencing elevated blood glucose of 12 mmol/l (216 mg/dl) in the morning and her blood glucose measured 18 mmol/l (324 mg/dl) at the time of the report. She stated that she changed the infusion site and bolused to lower her blood glucose to her normal range of 4-8 mmol/l (72-144 mg/dl). No further information was provided. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplement report.